Event description:
The following information was reported: mynxgrip had balloon loss of pressure. The device was removed and an angioseal was used successfully.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approximately 3mm from the balloon proximal tip. A possible cause of the taper to taper tear on the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1403103) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could have been rapid impulse inflation.